Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a motor rate error which was found during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: date returned to mfg 5/2/2024. One device was returned for evaluation. Visual inspection revealed a cracked right plunger case and no visible contamination. The event history log confirmed motor rate error occurred several times. Functional testing was able to replicate the reported issue. The root cause was determined to be a combination of the stepper motor, worm gear, and worm coupling. These components were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.